Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 171 mmol/l and the repeat result was 142 mmol/l. The initial k result was 5.6 mmol/l and the repeat result was 4.6 mmol/l. The initial cl result was 86 mmol/l and the repeat result was 106 mmol/l. The repeat testing was performed on a different c 501 and deemed to be correct. There were erroneous results reported outside of the laboratory. There was no adverse event. The erroneous results were corrected and the patient was not treated based on the discrepant results. The na, k, and cl electrode lot numbers and expiration dates were not provided. The field service engineer(fse) checked the c 501 module and found no issues. The fse performed an ise check and an ise precision run that were acceptable. The investigation determined that the centrifuge time for the sample was not according to the tube manufacturers recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.